Manufacturer narrative:
Additional information: device evaluation: the suspect lens remains implanted and was not removed and replaced. Complaint report cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: from initial MDR submitted (MDR# 2648035-2020-00899), the following was indicated. Section d6: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d7: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. However, sections below have been updated and they should be: section d6: if implanted, give date: (B)(6) 2020. Section d7: if explanted, give date: not applicable, as lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger of a dcb00 preloaded device punched through the cartridge portion of injector which led to wound enlargement, requiring a suture. It was stated that the plunger poked through the side of the cartridge as/after the lens delivered into the patient¿s right eye. There were no visual issues. No other information was provided.